Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("possible device breakage during removal") and genital haemorrhage ("abnormal bleeding") in a 34 year-old female patient who had essure inserted (lot no. He01182) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroenteritis, swelling abdomen, smoker, vaginal candidiasis, suprapubic pain, endometriosis, headache, migraine, red rash, leg pain, elective abortion, miscarriage, dysmenorrhea, depression, epigastric pain, fibromyalgia, vaginal discharge, dysfunctional uterine bleeding, coital bleeding, cystitis, low back pain, epigastric pain, caesarean section, irregular periods, parity 4, abdominal cramps, dyspareunia and heavy periods. Previously administered products included: iud nos and depo provera. The only concomitant product mentioned was citalopram. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia") and device intolerance ("inability to tolerate the device"). The patient was treated with surgery (bilateral salpingectomy and endometrail ablation). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device breakage, device intolerance, dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (date unknown): negative. [Ultrasound scan] on (B)(6) 2019: examination today was initially by vaginoscopy using the hysteroscope_ the cervix was of normal appearance. There was nothing abnormal detected within the vaginal area and the endocervical canal was also of normal appearance as was the uterine cavity. Both ostia were visualized. The essure implant could be seen at the right ostia but not the left, the endometrium itself was smooth and regular and nothing abnormal was detected. A pipelle sample has been taken but a scanty amount of tissue retrieved. On (B)(6) 2020: chronic pain in pelvis with heavy bleeding. Few months passing clots. Erratic bleeding ,fibroids or cyst or pain anteverted uterus with endometrium of 10 mm. There is a small amount of fluid within the endometrial cavity. There are echogenic linear artefacts in the cornual regions which may present sterilization coils. Both ovaries appear normal. No free fluid or adnexal masses seen, history : chronic pain in pelvis with heavy bleeding, few months passing clots. Lot number: he01182. UDI: (B)(4). Manufacture date:2015-09. Expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. He01182). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2075 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: lot number & essure insertion date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("both devices removed (in 1 piece on right side but piece meal on left)") and genital haemorrhage ("abnormal bleeding") in a 34 year-old female patient who had essure inserted (lot no. He01182) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain, menorrhagia, hair loss, bloating, psychological disorder nos, miscarriage, low back pain, restlessness, amenorrhoea, endometrial ablation, headache, miscarriage, vaginal delivery (she has had 3 vaginal deliveries), tonsillectomy, gastritis, pain burning, epigastric pain, heavy periods, abdominal pain, menorrhagia, dysfunctional uterine bleeding, post coital bleeding, c-section, gastroenteritis, swelling abdomen, smoker, vaginal candidiasis, suprapubic pain, endometriosis, headache, migraine, red rash, leg pain, elective abortion, miscarriage, dysmenorrhea, depression, epigastric pain, fibromyalgia, vaginal discharge, dysfunctional uterine bleeding, coital bleeding, cystitis, low back pain, epigastric pain, caesarean section, irregular periods, parity 4, abdominal cramps, dyspareunia and heavy periods. Previously administered products included: iud nos, depo provera, tibolone, mirena and copper iud. Concomitant products included tramadol (tramadol hydrochloride), cocodamol (codeine phosphate hemihydrate, paracetamol), zomorph (morphine sulfate) for pain and citalopram. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), device intolerance ("inability to tolerate the device"), fatigue ("fatigue"), anxiety ("anxiety"), heavy menstrual bleeding ("periods still heavy"), hypoaesthesia ("numbness in limbs"), sciatica ("suffered with sciatica for 13 years"), back pain ("tender lower back"), abdominal pain ("abdominal pain"), gastritis ("gastritis"), pain in extremity ("pain in both legs"), insomnia ("unbale to sleep"), depressed mood ("low mood") and restless legs syndrome ("restless feeling in legs") and was found to have weight increased ("weight issues ¿ tried it all and can¿t shift weight (3 stone increase)"). The patient was treated with sertraline (sertraline hydrochloride) and naproxen as well as surgery (with removal of essure devices and rollerball endometrial ablation.). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, anxiety, heavy menstrual bleeding, hypoaesthesia, sciatica, back pain, abdominal pain, gastritis, pain in extremity, insomnia, depressed mood, restless legs syndrome and weight increased were unknown. The reporter considered abdominal pain, anxiety, back pain, depressed mood, device breakage, device intolerance, dyspareunia, fatigue, gastritis, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, insomnia, pain in extremity, pelvic pain, restless legs syndrome, sciatica and weight increased to be related to essure administration. The reporter commented: review of the x-ray showed that the metallic remnant was found on the left side of the pelvis and therefore to the opposite side to where the patient is symptomatic. The patient is keen on haying this last segment removed and this could only be achieved through a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2016: negative. [Ultrasound scan] on (B)(6) 2019: examination today was initially by vaginoscopy using the hysteroscope_ the cervix was of normal appearance. There was nothing abnormal detected within the vaginal area and the endocervical canal was also of normal appearance as was the uterine cavity. Both ostia were visualized. The essure implant could be seen at the right ostia but not the left, the endometrium itself was smooth and regular and nothing abnormal was detected. A pipelle sample has been taken but a scanty amount of tissue retrieved.; on (B)(6) 2020: chronic pain in pelvis with heavy bleeding. Few months passing clots. Erratic bleeding, fibroids or cyst or pain anteverted uterus with endometrium of 10 mm. There is a small amount of fluid within the endometrial cavity. There are echogenic linear artefacts in the cornual regions which may present sterilization coils. Both ovaries appear normal. No free fluid or adnexal masses seen, history : chronic pain in pelvis with heavy bleeding, few months passing clots. [X-ray] (date unknown): . A residual fragment measuring no more than 2 mm was identified hence doctor requested to speak to the patient again in clinic. Lot number: he01182 UDI: (B)(4) he01182 manufacture date:2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New events anxiety, heavy periods, sciatica ¸back pain, abdominal pain, gastritis, pain in legs, insomnia, depressed mood, restless legs, weight gain were added. Medical history, lab data , concomitant & treatment drugs were added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("both devices removed (in 1 piece on right side but piece meal on left)") and genital haemorrhage ("abnormal bleeding") in a 34 year-old female patient who had essure inserted (lot no. He01182) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, hair loss, bloating, psychological disorder nos, miscarriage, low back pain, restlessness, amenorrhoea, endometrial ablation, headache, miscarriage, vaginal delivery (she has had 3 vaginal deliveries), tonsillectomy, gastritis, pain burning, epigastric pain, heavy periods, abdominal pain, menorrhagia, dysfunctional uterine bleeding, post coital bleeding, c-section, gastroenteritis, swelling abdomen, smoker, vaginal candidiasis, suprapubic pain, endometriosis, headache, migraine, red rash, leg pain, elective abortion, miscarriage, dysmenorrhea, depression, epigastric pain, fibromyalgia, vaginal discharge, dysfunctional uterine bleeding, coital bleeding, cystitis, low back pain, epigastric pain, caesarean section, irregular periods, parity 4, abdominal cramps, dyspareunia and heavy periods. Previously administered products included: iud nos, depo provera, tibolone and mirena. The only concomitant product mentioned was citalopram. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), device intolerance ("inability to tolerate the device") and fatigue ("fatigue"). The patient was treated with surgery (with removal of essure devices and rollerball endometrial ablation.). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device breakage, device intolerance, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2016: negative. [Ultrasound scan] on (B)(6) 2019: examination today was initially by vaginoscopy using the hysteroscope. The cervix was of normal appearance. There was nothing abnormal detected within the vaginal area and the endocervical canal was also of normal appearance as was the uterine cavity. Both ostia were visualized. The essure implant could be seen at the right ostia but not the left, the endometrium itself was smooth and regular and nothing abnormal was detected. A pipelle sample has been taken but a scanty amount of tissue retrieved. On (B)(6) 2020: chronic pain in pelvis with heavy bleeding. Few months passing clots. Erratic bleeding, fibroids or cyst or pain anteverted uterus with endometrium of 10 mm. There is a small amount of fluid within the endometrial cavity. There are echogenic linear artefacts in the cornual regions which may present sterilization coils. Both ovaries appear normal. No free fluid or adnexal masses seen, history: chronic pain in pelvis with heavy bleeding, few months passing clots. Lot number: he01182. UDI: (B)(4). Manufacture date: 2015-09. Expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: mr received: reporters information, patient medical history events device breakage verbatim updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and device breakage ("possible device breakage during removal") in a 34 year-old female patient who had essure inserted (lot no. He01182). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and device intolerance ("inability to tolerate the device"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device breakage, device intolerance, dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: summons received. Event medical device removal is replaced with pelvic pain female. New events device breakage, dyspareunia, device intolerance, & genital bleeding were added, new reporter lawyer added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("both devices removed (in 1 piece on right side but piece meal on left)"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a 34 year-old female patient who had essure inserted (lot no. He01182) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of iliac fossa pain, menorrhagia, hair loss, bloating, psychological disorder nos, miscarriage, low back pain, restlessness, amenorrhoea, endometrial ablation, headache, miscarriage, vaginal delivery (she has had 3 vaginal deliveries), tonsillectomy, gastritis, pain burning, epigastric pain, heavy periods, abdominal pain, menorrhagia, dysfunctional uterine bleeding, post coital bleeding, c-section, gastroenteritis, swelling abdomen, smoker, vaginal candidiasis, suprapubic pain, endometriosis, headache, migraine, red rash, leg pain, elective abortion, miscarriage, dysmenorrhea, depression, epigastric pain, fibromyalgia, vaginal discharge, dysfunctional uterine bleeding, coital bleeding, cystitis, low back pain, epigastric pain, caesarean section, irregular periods, parity 4, abdominal cramps, dyspareunia and heavy periods. Previously administered products included: iud nos, depo provera, tibolone, mirena and copper iud. Concomitant products included selective serotonin reuptake inhibitors (unknown), fluoxetine (fluoxetine hydrochloride), tramadol (tramadol hydrochloride), cocodamol (codeine phosphate hemihydrate, paracetamol), zomorph (morphine sulfate) for pain and citalopram. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1295 days after essure insertion, she experienced abdominal pain upper ("epigastric pain"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), device intolerance ("inability to tolerate the device"), fatigue ("fatigue"), anxiety ("anxiety"), heavy menstrual bleeding ("periods still heavy"), hypoaesthesia ("numbness in limbs"), sciatica ("suffered with sciatica for 13 years"), back pain ("tender lower back"), abdominal pain ("abdominal pain"), gastritis ("gastritis"), pain in extremity ("pain in both legs"), insomnia ("unbale to sleep"), depressed mood ("low mood"), restless legs syndrome ("restless feeling in legs"), depression ("depression") and apathy ("lacking motivation") and was found to have weight increased ("weight issues ¿ tried it all and can¿t shift weight (3 stone increase)"). The patient was treated with sertraline (sertraline hydrochloride) and naproxen as well as surgery (with removal of essure devices and rollerball endometrial ablation.). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, perforation, anxiety, heavy menstrual bleeding, hypoaesthesia, sciatica, back pain, abdominal pain, gastritis, pain in extremity, insomnia, depressed mood, restless legs syndrome, weight increased, abdominal pain upper, depression and apathy were unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, apathy, back pain, depressed mood, depression, device breakage, device intolerance, dyspareunia, fatigue, gastritis, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, insomnia, pain in extremity, pelvic pain, perforation, restless legs syndrome, sciatica and weight increased to be related to essure administration. The reporter commented: review of the x-ray showed that the metallic remnant was found on the left side of the pelvis and therefore to the opposite side to where the patient is symptomatic. The patient is keen on haying this last segment removed and this could only be achieved through a hysterectomy endometrial ablation 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2016: negative. [Ultrasound scan] on (B)(6) 2019: examination today was initially by vaginoscopy using the hysteroscope_ the cervix was of normal appearance. There was nothing abnormal detected within the vaginal area and the endocervical canal was also of normal appearance as was the uterine cavity. Both ostia were visualized. The essure implant could be seen at the right ostia but not the left, the endometrium itself was smooth and regular and nothing abnormal was detected. A pipelle sample has been taken but a scanty amount of tissue retrieved.; on (B)(6) 2020: chronic pain in pelvis with heavy bleeding . Few months passing clots. Erratic bleeding ,fibroids or cyst or pain anteverted uterus with endometrium of 10 mm. There is a small amount of fluid within the endometrial cavity. There are echogenic linear artefacts in the cornual regions which may present sterilization coils. Both ovaries appear normal. No free fluid or adnexal masses seen, history : chronic pain in pelvis with heavy bleeding, few months passing clots.; (date unknown): gastritis. [X-ray] (date unknown): . A residual fragment measuring no more than 2 mm was identified hence doctor requested to speak to the patient again in clinic. Lot number: he01182. UDI: (B)(4). He01182 manufacture date: 2015-09. Expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: medical record received. New events lack of motivation, apathy, perforation & epigastric pain were added. New reporters were added. Concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female], both devices removed (in 1 piece on right side but piece meal on left) [device breakage], perforation [perforation of organ] , abnormal bleeding [genital bleeding], dyspareunia [dyspareunia], inability to tolerate the device [device intolerance], fatigue [fatigue] , anxiety [anxiety], periods still heavy [heavy periods], numbness in limbs [numbness of limbs], suffered with sciatica for 13 years [sciatica], tender lower back [back pain] , abdominal pain [abdominal pain], gastritis [gastritis], pain in both legs [pain legs], unbale to sleep [sleeplessness], low mood [low mood], restless feeling in legs [legs restless] , weight issues ¿ tried it all and can¿t shift weight (3 stone increase) [weight increased], epigastric pain [epigastric pain] , depression [depression], lacking motivation [lack of motivation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("both devices removed (in 1 piece on right side but piece meal on left)"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted (lot no. He01182) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of latex allergy in 2015 and eczema, dermatitis, cholecystitis, psoriasis, ovarian cyst, iliac fossa pain, menorrhagia, hair loss, bloating, psychological disorder nos, miscarriage, low back pain, restlessness, amenorrhoea, endometrial ablation, headache, miscarriage, vaginal delivery (she has had 3 vaginal deliveries), tonsillectomy, gastritis, pain burning, epigastric pain, heavy periods, abdominal pain, menorrhagia, dysfunctional uterine bleeding, post coital bleeding, c-section, gastroenteritis, swelling abdomen, smoker, vaginal candidiasis, suprapubic pain, endometriosis, headache, migraine, red rash, leg pain, elective abortion, miscarriage, dysmenorrhea, depression, epigastric pain, fibromyalgia, vaginal discharge, dysfunctional uterine bleeding, coital bleeding, cystitis, low back pain, epigastric pain, caesarean section, irregular periods, parity 4, abdominal cramps, dyspareunia and heavy periods. Previously administered products included: iud nos, depo provera, tibolone, mirena and copper iud. Concurrent conditions were listed as hives, allergic reaction, ovarian pain and obesity. Concomitant products included selective serotonin reuptake inhibitors (unknown), fluoxetine (fluoxetine hydrochloride), tramadol (tramadol hydrochloride), cocodamol (codeine phosphate hemihydrate, paracetamol), zomorph (morphine sulfate) for pain and citalopram. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1295 days after essure insertion, she experienced abdominal pain upper ("epigastric pain"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), device intolerance ("inability to tolerate the device"), fatigue ("fatigue"), anxiety ("anxiety"), heavy menstrual bleeding ("periods still heavy"), hypoaesthesia ("numbness in limbs"), sciatica ("suffered with sciatica for 13 years"), back pain ("tender lower back"), abdominal pain ("abdominal pain"), gastritis ("gastritis"), pain in extremity ("pain in both legs"), insomnia ("unbale to sleep"), depressed mood ("low mood"), restless legs syndrome ("restless feeling in legs"), depression ("depression") and apathy ("lacking motivation") and was found to have weight increased ("weight issues ¿ tried it all and can¿t shift weight (3 stone increase)"). The patient was treated with sertraline (sertraline hydrochloride), naproxen, orlistat, zomorph (morphine sulfate), prostap 3 dcs (leuprorelin acetate) and prednisolone as well as surgery (with removal of essure devices and rollerball endometrial ablation.). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, perforation, anxiety, heavy menstrual bleeding, hypoaesthesia, sciatica, back pain, abdominal pain, gastritis, pain in extremity, insomnia, depressed mood, restless legs syndrome, weight increased, abdominal pain upper, depression and apathy were unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, apathy, back pain, depressed mood, depression, device breakage, device intolerance, dyspareunia, fatigue, gastritis, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, insomnia, pain in extremity, pelvic pain, perforation, restless legs syndrome, sciatica and weight increased to be related to essure administration. The reporter commented: review of the x-ray showed that the metallic remnant was found on the left side of the pelvis and therefore to the opposite side to where the patient is symptomatic. The patient is keen on haying this last segment removed and this could only be achieved through a hysterectomy. Endometrial ablation 2023. Essure insertion date: (B)(6) 2016 (as per mr) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): the histology has confirmed no abnormalities within the ovary. Therefore, no further treatments will be required [pregnancy test] on (B)(6) 2016: negative [ultrasound scan] on (B)(6) 2019: examination today was initially by vaginoscopy using the hysteroscope_ the cervix was of normal appearance. There was nothing abnormal detected within the vaginal area and the endocervical canal was also of normal appearance as was the uterine cavity. Both ostia were visualized. The essure implant could be seen at the right ostia but not the left, the endometrium itself was smooth and regular and nothing abnormal was detected. A pipelle sample has been taken but a scanty amount of tissue retrieved.; on (B)(6) 2020: chronic pain in pelvis with heavy bleeding. Few months passing clots. Erratic bleeding, fibroids or cyst or pain anteverted uterus with endometrium of 10 mm. There is a small amount of fluid within the endometrial cavity. There are echogenic linear artefacts in the cornual regions which may present sterilization coils. Both ovaries appear normal. No free fluid or adnexal masses seen, history: chronic pain in pelvis with heavy bleeding, few months passing clots.; (date unknown): gastritis [x-ray] (date unknown): a residual fragment measuring no more than 2 mm was identified hence doctor requested to speak to the patient again in clinic. Lot number: he01182 UDI: (B)(4) manufacture date:2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2025: medical record received. Pathology test added. Medical history & concomitant conditions were added. Additional reporters added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.